Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels of approximately 50 mg/dl and blood glucose levels of up to over 500 mg/dl with ketones. Customer's spouse retrieved glucose tablets, carbohydrates or glucose shots for customer to address low bg. Customer delivered a correction bolus to address high bg. Reportedly, the customer alleged that the control iq settings were entered correctly, but needed to be adjust by health care provider. Health care provided adjusted settings to resolve the issue.